Event description:
Error messages and inconsistent results (3.9 inr and 2.3 inr) received with protime system. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. Manufacturer method- no product returned from user facility. Manufacturer results- customer complaint could not be confirmed.